Event description:
It was reported that the patient with this lead was admitted to the hospital due to syncope. The lead was then found to exhibit pacing inhibition, pacing impedance greater than 3000 ohms and failure to capture. A micro-dislodgement was suspected and the physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this lead was admitted to the hospital due to syncope. The lead was then found to exhibit pacing inhibition, pacing impedance greater than 3000 ohms and failure to capture. A micro-dislodgement was suspected and the physician decided to explant and replace this lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.